Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after 44 months of implant time. The physician expressed dissatisfaction with regard to device longevity. In addition, review of the arrhythmia logbook indicated that the first recorded episodes occurred at a date prior to implant. A guidant technical services consultant suspects that initial interrogation occurred with a device with an incorrect time/date setting.